Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception; the lot number used was c03100. Physician stated that, during the insertion procedure, the anchor to outer coil was not visible and part of green catheter came off in patient uterus (right or left tube was not specified). There were 5 coils trailing onto uterus and the part of green catheter that broke off was not removed. At time of the report, the device was continued. Follow-up from 01-apr-2015: no call back from physician. Additionally, ptc investigation result was received on 02-apr-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c03100 (production date 11-dec-2013 and expiration date 31-dec-2016) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure the anchor to outer coil was not visible and part of green catheter that broke off was not removed (right or left tube not specified). This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. During difficult insertions, single cases have been reported of essure breakage. Considering that, in this particular case, the breakage occurred during the essure insertion procedure, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
General questionnaire and medical records received on 28-apr-2015 from physician: according to the general questionnaire, the patient did not have any previous gynecological problems or procedures. She was g4p3013 (understood as gravida 4, para 3 with 3 live births and 1 abortion); her last menstrual period was on (B)(6) 2015. The patient used depo (no other specified) as back-up contraception. The hsg test was scheduled in 12 weeks post essure. The physician stated that no perforation occurred and the patient was not hospitalized. The physician reported that essure devices contributed to the patient condition. At time of the report, the devices were not removed and they did not plan the removal. According to operative notes, on (B)(6) 2015, a urine pregnancy test was performed and the result was negative. The insertion procedure was considered moderately difficult due to tubal spams. However the visualization of tubal ostium was considered easy. The patient received propofol under anesthesia supervision; cervical dilatation was also performed. A total of 400 cc was used during the procedure, which lasted less than 20 minutes. A thorough hysteroscopic uterine cavity assessment was carried out. The left tubal ostia was clearly seen after inspecting the cavity and a small portion of the previous essure device was noted to be seen coming out the spasmed left tube. This provided reassurance of correct placement from the previous essure that was done on the left side. The right tubal ostium was clearly seen, giving the expectation of successful right placement of the essure micro-inserts. The split introducer was inserted (with the opening face-up) through the sealing cap on the hysteroscope operating channel. The stylet was then removed from the split introducer, and the essure delivery catheter was inserted through the introducer and advanced approximately halfway through the operating channel. The split introducer was left in the operating channel. The essure delivery catheter was then advanced into the proximal right fallopian tube with gentle, constant forward movement in an effort to minimize tubal spasm. The catheter was then advanced until the black positioning marker reached the fallopian tube ostium, indicating that the essure micro-insert was spanning the intramural and the proximal isthmic segments of the fallopian tube, with the outer coil spanning the uterotubal junction. The handle of the essure micro-insert was then stabilized against the hysteroscope and camera to prevent inadvertent forward movement of the micro-insert during retraction of the delivery catheter. After once again visually confirming that the positioning marker was at the tubal ostium, the thumb-wheel was rotated on the handle back towards the physician at a rate of one click per second until the wheel stopped to withdraw the delivery catheter. The black positioning marker moved away from the tubal ostium and disappeared out of view into the hysteroscope operating channel. At this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. This visible "notch" was seen to be located just outside the tubal ostium. While continuing to stabilize the handle against the camera and hysteroscope, the button on the handle was then depressed to enable further rotation of the thumb-wheel withdrawing the orange release catheter. The outer coils of the essure micro-insert then expanded visually over the course of the next ten seconds. The hysteroscope and the delivery system were aligned to minimize bending of the catheter. Once the physician was sure that all coil expansion had occurred, the handle was then rotated counter-clockwise until the delivery wire was visibly disengaged from the essure micro-insert. The delivery system was gently withdrawn from the micro-insert by pulling the handle backwards. Once the delivery system was withdrawn, the position of the essure micro-insert was assessed. The number of expanded coils that appeared trailing into the uterine cavity was 6. The outer coil was not seen, however, careful inspection of the cavity assured that it had not been removed. A biodegradable piece of green catheter was noted. The outer coil and the green catheter debris of less than 1mm were previouslly reported for an extra measure of safety. She was awakened from anesthesia in stable condition and walked to the recovery room. No evidence of uterine perforation was noted. Bubbles were noted in the uterus. The patient tolerated the procedure well, stating she had only mild cramps at most. On (B)(6) 2015, a radiograph flat plate was done and showed the radiology report stated that essure micro-insert implants were located within the right and left hemipelvis. The physician suspected that the implants were likely in an appropriate position but they have no prior imaging study for comparison in this technique does not determine the position of the fallopian tubes. A calculus at the lower pole of the left kidney measures 6 x 5 mm was observed. No definite additional renal calculus was identified. No ureteral calculus was identified with this technique. Calcifications within the pelvis are compatible with phleboliths. The bowel gas pattern was normal. No hepatosplenomegaly or other soft tissue mass effect. The impression of the test was essure implants located within the bilateral pelvis. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure the anchor to outer coil was not visible and part of green catheter that broke off was not removed (right or left tube not specified). This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the green catheter and outer coil debris of less than 1 mm were noted in the uterus after the insertion of both inserts. The essure insertion was considered moderately difficult by the physician due to presumable tubal spasm. Considering that the breakage occurred during a moderate difficult essure insertion procedure, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.